Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Steri-mate had a short condition causing the service light to turn on and the insert not to vibrate. Handpiece cable had debris build up not allowing proper water flow tho the sterimate. Tested unit and is working good. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g136 scaler, there was no vibration and the insert tips were getting hot; no injury resulted.